Event description:
It was reported that during a procedure at the user facility, the top portion of the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician. It was noted that the coupler was worn, which can cause the reported event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the top portion of the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.